Manufacturer narrative:
Baxter medical director assessment: in 2007. Meddra term (s): pericardial bleeding. This is a case reported to baxter by the responsible cro of an investigator driven coseal trial: a multicenter (I, UK, f) prospective, open, study to assess the performance of coseal as a barrier for adhesion prevention in pediatric cardiac surgery. Given the paucity of clinical info available in this case, baxter conservatively assesses this case preliminary as possibly related for reporting purposes. A final assessment is pending further investigations. Data required for further investigation and assessment: or report first surgery. Coseal: volume applied, application method (spray or standard applicator). Latency (temporal relationship) of event related to surgery (hour, days). Therapeutic measures to address the reported complication. Or report and findings at redo surgery (if performed). Rationale for the causality assessment of the investigator. Relevant laboratory, imaging, and eventual autopsy findings.

Event description:
Study: prevention of cardiac adhesions in pediatric cardiac surgery. Description: in 2006 - pericardial bleeding - end date: five days later. Action taken: medication. Outcome: resolved without sequelae.